Event description:
An ophthamologist contacted ophthalmic innovations international informing the co that he would be explanting a model acn 60a due to severe pain and severe bullous keratopathy. The lens was explanted in 2002 and a corneal transplant was performed due to decompensation. The ophthamologist making this report is not the implanting surgeon.